Manufacturer narrative:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient being admitted into an emergency room for a hemicolectomy. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient being admitted into an emergency room for a hemicolectomy.